Event description:
One touch basic original meter would power off during use. Pt did not have any symptoms during the time of concern. Pt was able to test one week prior to calling lfs. Pt reported contacting a medical professional for advice; however, no other treatment was received. The customer service rep discovered that battery was replaced less than 1 year ago, battery was correctly installed, and the battery contacts were in good condition. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the pt, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter was replaced due to a resolved power issue.